Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15377 - device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site was at abdomen. All the sets were in use for less than 1 day. The blood glucose level at the time of all the events was 200mg/dl and patient resolved all the event by replacing infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.